Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 1.2 mcg/day) and morphine (5 mg/ml at 0.4995 mg/day) via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the hcp was unable to aspirate the catheter at a pump replacement due to normal eri (early replacement indicator). There were no patient symptoms associated with the event. The pump was filled and a modified bridge bolus was performed.